Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Additional information was received on 26-feb-2026: this was discovered during an rcr procedure. The case was completed using an ar-1927bcf-65 biocomposite corkscrew ft. No adverse patient effects have been reported during or following the procedure due to this issue.

Event description:
Additional information: this was discovered during an rcr procedure. The case was completed using an ar-1927bcf-65 biocomposite corkscrew ft. No adverse patient effects have been reported during or following the procedure due to this issue.

Event description:
On 06-feb-2026, a sales representative reported via email that an ar-1927bcf-3 5.5 mm biocomposite corkscrew ft tripleplay exhibited an issue during a procedure performed on (B)(6) 2026. While the surgeon was tying the medial row, he observed a visual cue on the monitor and stated that he felt the suture ¿pop.¿ the mechanism within the implant that secures the sutures appeared to fail, resulting in the previously tied suture becoming loose, as well as the suture he was actively tying. The surgeon cut the affected sutures from the cuff tissue, removed the sutures from the implant, and subsequently removed the implant using the original disposable blue-handled inserter. The implant was replaced with a larger 6.5 mm double-loaded anchor. The surgeon elected to upsize due to concern that the original bone hole may have been compromised, although no visual or other evidence confirmed this. The event resulted in a case delay with less than 10 minutes of additional anesthesia time. No patient harm was reported.